Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n183261014, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a health care professional via a representative regarding a patient who was receiving baclofen 2 ,000 mg/ml at a dose of 12.1 mg/day via an implantable pump. The lot number was not known and the type was not provided. The indication for use of the implanted system was intractable spasticity and a head/brain injury. The representative presented to assist as he was told in a case due to longevity but learned a pump and catheter would both be replaced. During the initial interrogation of this pump a motor stall with stopped pump may exceed tube set was present. It was unknown if the patient recently had a magnetic resonance imaging (MRI) scan. The exact date of the stall was not known but reportedly had occurred in (B)(6) 2015. No patient symptoms were reported. The caller had limited information. The patient's medical history, concomitant medications, troubleshooting, interventions/actions, and cause of the stall were not provided. The reason for the catheter replacement was also not provided. This information has been requested along with the type of baclofen, clarification of the current stall status of the pump, if a pump alarm was heard regarding the stall/tube set, and if the logs were available but was not available at the time of the report. Should additional information be received a supplemental report will be filed.